Manufacturer narrative:
(B)(4). Attempts to obtain the following information have been made with no response to date. If the device or further details are received at a later date a supplemental medwatch will be sent. Please provide patient demographic information: age, gender, weight, bmi at the time of the index procedure? What is the physician¿s opinion as to the etiology of or contributing factors of this event? Is drain fragment removed from patient available to be returned for analysis? Images of a drain were provided as reference, was this an ethicon product complaint? Was it reported? Provide complaint reference number? Were photos of rep samples being returned for ethicon device evaluation? May we please have a copy of the operative report? The following additional information was requested and the following was obtained: was the lot number of reported product noted on the op-notes or any records? If yes, please provide: no. Were any anomalies noted of the drain condition upon placement? Nil documented. Did the drain come in contact with sharp objects at any time: surgical instruments, surgical needles, sutures? None documented. Did the drain function as intended? Yes, there is no documentation that states otherwise. Where was the tip of drainage tube located? Unfortunately there is no documentation of the removal of the drain. How was drain secured? Unfortunately this is not documented. What is the current status of the patient? The patient returned to theatre for removal of the drain, when I last spoke with the patient a couple of weeks ago she reported she still had a lot of stiffness, however she was going to go back to surgeon for another review, I have not heard from her yet. In the initial notes it was stated that an x-ray was taken- could we obtain a copy of the x-ray? I will have to ask the patient if she consents.

Event description:
It was reported a patient underwent an elective right hip gluteal tendon reconstruction + bursectomy + iliotibial band release due to a right hip abductor sub surface tear procedures on an unknown date in (B)(6) 2019 and a drain was used. Intraoperative report notes a drain. On (B)(6) 2019 drain removed by nursing staff, nursing staff report nil issues with drain removal. Patient reports the drain hurt significantly during the removal, however she had not had a drain before and wasn¿t sure what was ¿normal¿. Patient reported ongoing issues with pain upon discharge. On (B)(6) 2019 during outpatient appointment the surgeon reviewed x-ray of patient¿s right hip and identified what he believed to be a drainage tube ¿left behind¿. On (B)(6) 2019 patient had surgery to remove foreign body, ¿drain broken off¿ + itb release + bursectomy, note retained drain deep to deep fascia, note complete removal of drain, fluoro used for confirmation. Apparently ¿about 10 cm¿ of drain was removed. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/8/2020.